Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient experienced a fall on the ipg site. The bar on a trampoline hit her ipg site when the patient fell. Patient lost stimulation and communication with her charger immediately following the fall. Sjm representative tried another charger which also did not initiate communication. On (B)(6) 2011, the physician elected to replace the implanted ipg with a new ipg. No other patient complications have been reported.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.